Manufacturer narrative:
The device has been received for evaluation, however, devive evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue prior to contacting tandem technical support.